Event description:
Additional information received reported, the patient was still having concerns with her device or therapy but had not sought further help.

Event description:
It was reported, the patient experienced a shocking or jolting sensation and an end of service message on their device. The patient stated they felt shocking in the middle of the vaginal area one time, approximately one week prior to report. The patient also stated they had been falling a lot and may have fallen on the device. The patient also reported they were not able to adjust the stimulation and reported seeing an "ins (implantable neurostimulator) off icon" and "icon indicating ins battery low" displayed on their programmer. While trying to decrease the setting, the patient received an end of service message on their patient programmer. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3095-10 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 3093-28 lot# v022882, implanted: 2007 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4) implanted: 2007 (B)(6), product type programmer, patient. (B)(4)